Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose readings above 180 mg/dl for approximately 90 minutes and peaking around 343 mg/dl after a routine breakfast that was announced; the user had recently changed infusion supplies and noted no pump alerts, and a bent cannula was considered as a potential issue though unconfirmed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.